Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the "downstream occlusion" message, caused by a failed downstream sensor. The downstream sensor assembly was replaced.

Event description:
During baxters device evaluation for an unrelated complaint, the device was found to display a constant "downstream occlusion" message when no occlusion was present. There was no patient involvement.